Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info has been requested, and will be submitted within 30 days upon receipt.

Event description:
The pt had an MRI and it was found that the stent implanted had a fracture, and it was blocking the blood flow distal to the vessel.